Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled due to limited battery capacity. Technical services discussed that this was a false positive explant indicator related to a software update. It was recommended to replace the device, which has been scheduled. No adverse patient effects were reported. According to additional information, this device was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled due to limited battery capacity. Technical services discussed that this was a false positive explant indicator related to a software update. It was recommended to replace the device, which has been scheduled. No adverse patient effects were reported.